Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. Unit received with constant pump error (B)(4) alarms during rewind due to unlocked connector on the printed circuit board. The motor was tested outside of the device and passed. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error (B)(4) alarms or pump error (B)(4) alarms noted in the pump trace download or during testing. No unexpected low battery alerts or failed battery test alarms noted during testing. No unexpected replace battery alerts or replace battery now alarms noted in the pump trace download or during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, scratches on keypad overlay buttons, slightly damaged keypad overlay texture, cracked case on battery tube area and corrosion in battery tube

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery and no motor movement or negligible movement. Retries to free a stuck motor failed. Customer states they are not able to rewind the pump. Customer's blood glucose was 139mg/dl at time of incident. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.